Manufacturer narrative:
(B)(4) - non-functional lockout. Additional information: how much bleeding occurred when blood vessel was damaged (please quantify)? Minimum. Were any blood products given? No, transfusion was performed. Was there any alteration of procedure or post-op patient care as result of bleeding? No. What is meant by "clips did not deploy properly?" Please provide more specific detail regarding issue. The clip did not form as usual. What shape were clips that "did not deploy properly?" The information was not provided from the hospital. The analysis results found that the mcl20 device was returned in good visual condition.  Upon cycling the device, it was noted to be empty and the lock out was found non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling the lockout spring was found bent and out of position due to the lockout was fired through and the antibackup lever was found damaged which suggests the trigger was forced open when the antibackup was engaged. No further testing could be performed as the device was returned empty. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the blood vessel was damaged and a bit of bleeding was confirmed when the trigger was grasped several times because the clip was not deployed properly from the 1st firing. Silk ligature was performed to complete the case. The clip was fed into the jaws properly. There was unexpected resistance. The jaws did not open smoothly when the device was released. There was no unexpected noise. There might have been torquing or twisting of the device present at the time of firing. The device did not clamp something hard such as an existing clip. There were no adverse consequences to the patient. The device was fired after the event.